Event description:
Boston scientific crm received information that this implantable right ventricular (rv) lead detected noise on the pace/sense channel that was recognized as ventricular fibrillation and ventricular tachycardia. Shock and anti-tachycardia pacing (atp) were delivered. Noise was not observed on the shock channel or atrial channel. All other parameters were stable. This patient is not pacemaker dependant. One month later, shock impedance measured greater than 125 ohms and pacing impedance measured less than 200 ohms. The zone recognition was increased. Subsequently, a revision procedure was performed. Upon opening the pocket, a competitor lead was observed in service which was implanted in 1993 for pacing and sensing. This competitor lead was related to the noise observed and was therefore capped and abandoned. This rv lead, which had previously only been in service for defibrillation purposes, had insulation damage. This rv lead was repaired and currently in service for defibrillation and pacing and sensing. Currently, this rv lead remains implanted and in service. No adverse patient effects reported. Subsequently, at a follow up out of range shocking impedances were once again displayed, while noise was not reproduced. At a follow up six months later out of range shocking impedances were once again displayed. Another follow up a few days later revealed stable and normal shocking impedances. This lead remains implanted, and a normal follow up was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This issue was reported and also captured in report numbers: 2124215-2010-16285 and 2124215-2010-18047.